Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. No additional information was provided.

Manufacturer narrative:
Device not returned.